Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The reporter stated the display of the infusion device is incomplete. No adverse event was reported. The alleged product was replaced and requested to be returned for evaluation.